Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device failed. The surgeon was able to squeeze the handle but the jaws were not able to close. There were also issues experienced with the loading or firing of the clips. None of the clips wereable to load properly into the jaws during use. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one video of a device. The visual inspection of the returned video depicts someone cycling the firing handle to load a clip, but the jaws were not functioning, and clips were ejecting from the jaws unformed. This condition may indicate the instruments interlock was fired through preventing the jaws from functioning. The root cause of the observed condition could not be reliably determined due to not receiving the product; however, based on observations the most likely root cause for the observed condition was determined to be misuse of the product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.